Event description:
The customer reported obtaining an erroneously high phy (phenytoin) result of 158 umol/l for one (B)(6) female on the unicel dxc 600 synchron system. Subsequent testing of the patient's sample on the original analyzer and on an alternate dxc 600 analyzer produced lower results of 47.5 umol/l and 48 umol/l respectively. The customer did not question or repeat any other analytes for this patient. The customer stated that fluid was found on the sides of the reagent cartridges within the reagent carousel compartment of the instrument while troubleshooting for the high phy result. The customer stated that some of the loaded cartridges also had fluid inside compartment c of the cartridge. The leak was contained within the reagent compartment and the customer was not exposed to the leak. Qc (quality control) results prior to the event were within the laboratory's established specifications. Qc was not run by the customer following the event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched to the customer's site. The fse primed the cc (cartridge chemistry) reagent probes and replaced the reagent probe b waste valve assembly. The fse then loaded new reagents onto the instrument, calibrated all cc assays, and ran qc for all assays. The fse stated that all control recovery was within specifications and no further leaks were observed. Failure mode of the event is attributed to the waste solenoid valve.

Event description:
An amended report of 47.5 umol/l was issued out of the laboratory after the repeat result was obtained. There was no change or affect to patient treatment in connection with this event.